Manufacturer narrative:
Indentations following the opus colibri treatment . The indentations may stay or resolve with further treatments.

Event description:
It was reported about indentations following the opus colibri treatment.

Manufacturer narrative:
Indentations following the opus colibri treatment. The indentations may stay or resolve with further treatments. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about indentations following the opus colibri treatment.